Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure when the anvil was being passed trans orally down into the stomach. A component of the device fell into the cavity of the patient. The anvil separated from the tubing inside of the stomach prior to the surgeon having control. When the surgeon gained control of tubing after passed by anesthesia the tubing separated from the anvil. The surgeon was never able to gain control. The tubing was pulled through the gastric enterotomy and the anvil was retrieved trans orally from the suture reel from the anesthesia. In order to resolve the issue and complete the case, another anvil was opened and reinserted trans orally. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.